Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that when her son was at the health care provider (hcp) office and pump was downloaded, it was noticed that his 3am basal rate was not as it should have been. Mom was not aware of how that would have happened. Mom will commence back-up plan, as they are not sure why/how the basal rate was changed, and will resume pump therapy when the replacement arrives. There is no allegation of a blood glucose excursion related to this issue. This complaint is being reported due to the allegation that the pump did not maintain the programmed basal rate.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on with vibratory and audible sounds. The pump was exercised for 24 hours on a 1 unit per hour basal rate; no changes in basal rate occurred during the 24 hour duration period. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Investigators were unable to duplicate the complaint during the investigation process. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery.